Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels reached 500mg/dl and correction boluses were delivered to address the bg levels. The customer stated that due to the occlusion alarms they would occasionally perform infusion set site changes which would not always resolve the occlusions. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.